Event description:
(B)(4). Was provided by insurer. I had essure put in 2012. I have had severe migraines , blood clots size of tennis balls, anemia, muscle spasms, taste metal, ringing in ears, night sweats, brain fog , shortness of breath , muscle weakness, joint pain , blurred vision.